Event description:
It was reported that the lead exhibited capture and sensing anomalies and greater than 2500 ohms impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.